Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient had a 2.5 x 15 mm promus stent implanted in the distal left anterior descending (lad) in 2008. The lesion was not pre-dilated. Re-intervention was performed three months later. The stent was definitely related in the mid lad. The lesion was 80% stenosed. It was an in-stent restenosis (diffuse). A percutaneous coronary intervention was performed; another company's stent was implanted. Post-treatment revealed 0% stenosis. The outcome was resolved and the patient was discharged on aspirin and clopidogrel. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Results and conclusion summation-restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of the product quality deficiency. Restenosis and hospitalization are listed in the risk assessment (as known post procedural complications. It appears the hospitalization is a secondary effect of the reported restenosis. The IFU also states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent.